Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the lot was manufactured from november 19, 2020 - november 20, 2020. H10: the device was received for evaluation with no fluid in the bladder because the customer cut the tubing to drain the fluid. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The tubing was reconnected and functional flow test was performed, and the flow rate of the device was found to be within specification. Additionally, continuous flow was observed during the functional flow test. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Facility name: (B)(6) university. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.